Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported inform result of 527 mg/dl, lab result of 192 mg/dl for a sample drawn within 10 minutes. Reported no adverse event. A request was made for the return of the strips, replacement sent.